Event description:
It was reported that pump experienced malfunction code 9 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, performed pump reset with assistance, and confirmed malfunction did not recur, and customer was advised to continue using pump and to call back if malfunction returned, which customer acknowledged.